Event description:
The physician took two samples; the first core got the tissue, and the second core did not. The physician went for a third pass and could not get the needle into the patient. At this point, it was noticed that there were barbs and sharp shards on the needle.